Event description:
It was reported that the patient experienced amaurosis. The ECG exhibited loss of capture on the lead. The physician decided to explant and replace the lead. The patient's condition was -fine- after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).